Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was unable to be successfully implanted due to high out of range pacing impedance measurements. As result. The lead was removed and replaced prior pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Stylet insertion testing failed; nevertheless, upon further review a blockage was encountered at terminal. X-ray showed no conductor issue at terminal suggesting the blockage was likely dried body fluid/blood. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was unable to be successfully implanted due to high out of range pacing impedance measurements. As result. The lead was removed and replaced prior pocket closure. The lead was returned for analysis. No adverse patient effects were reported.